Event description:
It was reported that the patient indicated that after months of home care the inflatable penile prosthesis (ipp) is not performing as intended because of pain and shortness when inflated. The patient seeked a second opinion from an urologist who suggested that a possible modification could be done.

Manufacturer narrative:
Date of event: the exact event date is unknown.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient indicated that after months of home care the inflatable penile prosthesis (ipp) is not performing as intended because of pain, discomfort in penis shaft and shortness when inflated. The patient seeked a second opinion from an urologist who suggested that a possible modification could be done. The patient underwent a revision surgery and the cylinders were removed and the new cylinders were positioned in a new place. There were no further patient complications.

Event description:
It was reported that the patient indicated that after months of home care the inflatable penile prosthesis (ipp) is not performing as intended because of pain, discomfort in penis shaft and shortness when inflated. The patient seeked a second opinion from an urologist who suggested that a possible modification could be done. The patient underwent a revision surgery and the cylinders were removed and the new cylinders were positioned in a new place. There were no further patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.